Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent a posterior spine fusion at l4-l5 and l5-s I segment fixation using posterior instrumentation and an injection of intrathecal duramorph; osteotomy at l4-l5 with rhbmp-2/acs and local bone graft. The patient now reportedly suffers from severe injuries and damages including severe back pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient underwent: posterior spine fusion l4-5 and l5-s1 segment fixation using spinal instrumentation, l4-5 and l5-s1, laminectomy l5-s1 bilateral, injection of intrachecal duramorph, osteotomy l4-5 bone morphogenic protein and local bone graft. Preoperative diagnosis: herniated nucleus pulposus l5-s1 right, degenerative disc disease l4-5 and l5-s1. Per-op notes: "the s1 root was identified and decompressed. The disc was not causing significant compression. The midas-rex bur was used to thin out the bone of the lamina on the right side. Access to spinal canal was ontained. The s1 root was identified. It was not compressed. Marking pins were placed into the pedicles of l4, l5 and s1 and x ray was taken. Each screw was prepared. The transverse processes, lateral aspects of the facet joint, pars, sacral ala were decorticated and the bone morphogenic protein augmented with local bone placed adjacent to bleeding on surface. 6.5mm screw were inserted into each screw holes and had excellent purchase."

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.